Event description:
Spontaneous call. Pt's mother states that pump was alarming for "clamp tubing". Pt observed no kinks in the line and was able to switch over to other pump fine. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. New pump was sent. No other information known. Reported to (B)(6) by: patient/caregiver.